Event description:
The clinic manager from the dialysis unit informed vasca's senior director of sales in 9/05 of the systemic bacteria (gram positive) occurrence in lifesite patient in april 2005. Culture results yielded enterococcus faeclum as the bacteria that caused the infection. Devices were removed from patient and replaced w/temporary catheter after treatment of infection. New lifesites were implanted about nine weeks later.